Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that por was seen. No traumas/falls reported. Por was successfully cleared. Patient reported she felt no stimulation in her feet. Pss worked with patient to do normal troubleshooting with patient programmer (pp). Patient stated she normally used stimulation on a at 7.9 and normally felt stim in both feet. Initially upon activating a, patient reported she felt stim in both feet then stated felt stimulation only in the left foot. Patient tried b group and reported feeling stimulation only in the right foot. Patient went back to a but stim was off. Patient turned stim back on and reported feeling stim in both feet again. Patient confirmed stim issue for both feet was resolved through normal troubleshooting. Troubleshooting resolved reported issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn¿t know the cause of the por, it just went blank and then the por message came up; she was charging her batteries. No further complications were reported.